Manufacturer narrative:
(B)(4). Concomitant medical products: 42527401010, ps tibial articular surface provisional right size 10-12 gh top, 62920062; 42527401010, ps tibial articular surface provisional right size 10-12 gh top, 62696854; 42527000707, tibial articular surface provisional right size gh, 62796252. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03040, 0001822565 - 2018 - 03039, 0001822565 - 2018 - 03042.

Event description:
It was reported that the instrument fractured. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: additional: complaint sample was evaluated and the reported event was confirmed. Visual examination was not done as it was not returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03039 - 1 0001822565 - 2018 - 03040 - 1 0001822565 - 2018 - 03041 - 1 0001822565 - 2018 - 03042 - 1

Event description:
No further event information available at the time of this report.